Event description:
During a ptca to the left iliac artery, the opta pro 10mm/4cm balloon burst below rated burst pressure. There was no injury to the pt and the procedure was successfully completed with another balloon. Multiple attempts to obtain additional pt info have been unsuccessful. A 7f avanti sheath was placed in the femoral artery and a guidewire was advanced across the lesion in the left iliac artery via ipsilateral approach. The lesion was a mildly calcified, 3.0cm, high degree stenosis. The balloon catheter was inspected upon removal from the packaging and no anomalies were noted. The guidewire lumen was flushed through and the outer surface of the catheter was rinsed; however, no negative prep was performed. The balloon catheter was attached to an inflation manometer and was advanced to the lesion site. During dilatation at 2 atm, the balloon burst circumferentially. The balloon was retrieved without difficulty. There was no separation and no vessel dissection was noted. A new balloon (same size) was used for a bes-implantation (genesis p395) with good final result. The pt was discharged from the procedure room in stable condition. Additional info will be submitted within 30 days of receipt.